Event description:
Patient complained of mild pain and moderate swelling/inflammation.

Manufacturer narrative:
The patient complained of moderate pain and swelling. As part of the informed consent process, the patient signed off on various risks and complications one-by-one. The relevant risks signed off by the patient include extended penile or scrotal pain and discomfort and swelling. The patient complained on (B)(6) 2021 of slight pain and penile swelling. The patient was instructed to ice, elevate, compress, and rest. One week later the patient had no further complaints. It was noted that he was healing well. Per the clinical investigation report: retrospective analysis of the safety and effectiveness of the silicone block in penile surgery, which was reviewed as part of the 510(k) process, pain is listed as an anticipated adverse event. The instructions for use (IFU) also identify pain as a potential adverse event, which is communicated to the patient prior to implantation. The IFU also states that pain can vary in both intensity and duration following device implantation. The patient was also informed that the time frame of healing can vary from person to person. The date of the reported complaint is less than one-week post-operation. Pain and swelling are common and anticipated side effects of any surgical procedure, especially close to surgical date when healing and recovery is still ongoing. The IFU states that pain can vary in both intensity and duration following device implantation. The patient was also informed that the time frame of healing can vary from person to person. Per email communication with the surgeon every 2 weeks following the procedure, the patient did not complain of further pain or swelling. The patient sent photo updates as discussed in post-operative guidelines, which showed healthy healing progress.